Event description:
(B)(4) study. It was reported that vessel dissection occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 99% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with predilation and placement of a 3.50 x 38 mm promus premier¿ stent. Post stent implantation, a grade a stent dissection was noted distal to the target lesion. The dissection was treated with a 3.50 x 16 mm promus premier stent in an overlapping manner. Following post-dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on doses of aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).